Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#05199. It was reported the patient experienced discomfort at the occipital lead site since taken ill and vomited. Reportedly, stimulation was in the wrong location after the incident. Troubleshooting was attempted to no avail and diagnostic testing within normal limits. Subsequently, the patient opted for surgical intervention as the next course of action to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2016-05199. Follow-up identified an additional surgery took place on (B)(6) 2017 to increase overall pain coverage. Reportedly, an additional wide spaced quattrode lead was inserted in the right supra orbital area and connected to the existing ipg. Postoperative programming was successful.

Manufacturer narrative:
Reference number corrected as documented incorrectly on the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report1627487-2016-05199. Follow-up identified surgical intervention was undertaken during which time the occipital leads were explanted.